Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that upon opening, the locking screw was missing from the package.

Manufacturer narrative:
This report will be amended when our investigation is complete. Device received but not yet evaluated.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned articular surface found that the device exhibits damage to the dovetail feature. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Damage of the returned articular surface is consistent with failed insertion, however it was reported that the event of the missing screw took place outside of surgery. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.